Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. It is reported that the product the ¿this complaint is from a literature source.¿ can you please provide the literature article?

Event description:
It was reported from the literature source that the patient underwent a laparoscopic bullectomy with the covering procedure on unknown date and the absorbable hemostat was used. During the procedure, the lymphangioleiomyomatosis disease was confirmed. Two months after the procedure, pneumothorax in the left lung recurred, and air leakage did not stop. Then, the patient underwent a laparoscopic covering procedure using another like absorbable hemostat again. After the reoperation, the symptom subsided and the patient left the hospital. Additional information has been requested.